Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a intuitive surgical, inc. (Isi) failure analysis engineer (fae). Investigation revealed, there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. A review of the stapler logs was done by a fae and reported the following information: the logs show a sureform 60 stapler instrument (part#: 480460-09, lot#:(B)(4)) was used first, and installed on the system 4 times and fired 0 reloads. On 3 of the 4 installs, the stapler failed to engage with the system. On the only successful install, there was no clamping or firing attempted. The instrument was removed and not used again in the procedure. Next, the logs show a second sureform 60 stapler instrument (part#: 480460-09, lot#: (B)(4)) was installed on the system 4 times and fired 4 reloads (3 blue, followed by 1 white). On installs 1-3, the first clamp was successful, and the firings were completed with no pauses for compression. On install 4, the firing was completed with 1 pause for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument.

Event description:
It was reported, that the patient underwent a da vinci-assisted ileostomy takedown procedure. Blue and white sureform 60 reloads were used with a sureform 60 stapler instrument during the case. A CT scan was performed 2 days after the procedure, due to the patient having tachycardia, and it was noted, that there was free air and thickening of the ileum. A bowel leak was suspected, and the patient was returned to the operating room. It was observed, that the source of the leak was from the ileum at the end of staple line. A white reload was used over this area. The surgeon had to take down the old anastomosis and create an ileostomy. The physician believed that the cause of the bowel leak was from the staple line not sealing completely. The white reload was identified as contributory to the event. The surgeon reported, that the target tissue was fine, and the stapler operated as expected. There was no tissue tension, no bunching or tissue push, and no malformed staples noted during the case. There was no buttress material used. The surgeon reported, that everything seemed to be routine during the procedure. The patient was on intravenous antibiotics for 7 days and hospitalized for 14 days. The patient was reported to be stable and anticipating to be discharged on (B)(6) 2023.